Event description:
Caller reported an error with their continuous glucose monitor labeled as cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset, assisting the caller through the process, after which the pump no longer displayed the error, allowing the caller to successfully start their sensor session.